Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that it doesn't work. No symptoms or further complications were reported.